Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged auto mode anomaly, blank display and cosmetic damage located at the battery compartment found on 10-nov-2021. As per the complaint note, the customer had a cancer and was to be hospitalized. Pump was received with a blank display with vibrate alert. Unable to verify auto mode anomaly and perform the functional tests including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to a blank display with vibrate alert. Unable to generate power management graph due to a blank display with vibrate alert. Unable to download history files and traces using thump due to blank display with vibrate alert. Unable to upload pump to carelink due to a blank display with vibrate alert. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1, pcba 2 and vibrator/power connector assembly noted. Corrosion was also found on the battery tube assembly noted. There was no physical damage or moisture damage found on the force sensor and motor assembly noted. A test case was used and the original pcba 2 was installed and swapped out with a working test pcba 1, internal battery and motor. Powered the pump on using the battery simulator and a blank display with vibrate alert noted. A test case was used and the original pcba 1 was installed and swapped out with a working test pcba 2, internal battery and motor. Powered the pump on using the battery simulator and a blank display with vibrate alert noted. A blank display with vibrate alert was confirmed due to corrosion found on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. Unable to verify auto mode anomaly and perform the functional testing due to a blank display with vibrate alert. Unable to generate power management graph, download history files/traces using thump and upload pump to carelink due to a blank display with vibrate alert. A blank display with vibrate alert was confirmed due to corrosion found on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the vibrator/power connector assembly noted. Corrosion was also found on the battery tube assembly noted. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Report source has been updated and provided with this report in section g2. Health effect clinical code has been updated and provided with this report in section h6. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Event description:
The device was returned for the analysis.